Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy, the device failed before using to the patient. There was a problem loading the device, they could not open the jaws with the lever opening. They opened another device to complete the case. There was no patient injury.